Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A field service engineer (fse) found that drawers 12-15 were offline and discovered that the power switch on the auxiliary tower was turned to the office position. The fse tested the drawers through the testing application and found that all drawers were functioning except for drawers 12 through 15. The fse powered the device down, powered the auxiliary cabinet back on, and then powered the all-in-one device back on. Upon returning to the testing application, the fse verified that all drawers were functioning normally and confirmed that drawers 12 through 15 were online. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux system, drawers were offline. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.